Event description:
Info was received from the user facility that a ventilator dependent alert paraplegic who could talk and verbalize needs in writing with history of a gun shot wound in 1967 was found at ~2:40 p.m. Without vital signs. It was reported that their inner cannula was disconnected and allegedly there were no ventilator alarms sounding. People were reported to have been in close proximity to the room where they were found. Reportedly there were no alarms sounding for 30 minutes or more. Whether or not the pt called for assistance is unknown. Whether or not resuscitation was performed is unknown. The cause of death is unknown as there has been no autopsy performed to date. Per discussions with the facility, the pt had a history of removing and replacing their own circuity (for such things as suctioning). Despite repeated attempts to obtain additional info from the facility, the pt's settings and testing of the ventilator by the facility with the pt's settings and circuitry are unknown. It was reported by the contract rt who arrived approx 45 minutes after the incident that in the weeks prior to the event in their opinion the pt's condition had deteriorated. Upon receipt of the ventilator for eval, the low pressure alarm setting was set at 2 cmh2o - the lowest available setting. A repair eval was performed and the unit operated to specification including simulation of pt disconnects - all alarms sounded according to specification during testing.